Manufacturer narrative:
UDI - (B)(4). DHR - there is no indication that the production process may have contributed to this complaint failure analysis - the complaint was confirmed by material inspection. There were 9 of 10 patties present on card. The finding is considered operator error. Root cause - the complaint was confirmed in the complaint investigation¿ ¿a single pattie is produced at the start of each run with no string present to ensure the machine is functioning as it should. This pattie is discarded by the operator before the stack of 10 is loaded. It is likely that an operator dropped a pattie when loading the stack and miscounted when wrapping the card.¿ a 6m root cause analysis was performed, and the following areas were examined; ¿man¿, ¿method¿, ¿machine¿, ¿materials¿, ¿measures¿ and ¿mother nature¿. It can be determined that the root cause of this failure is likely attributed to ¿man¿, as the operator was supposed to confirm the 10-count. It would not be attributed to the machine, as per the process the machine creates a ¿test¿ pattie at the start of each run to verify the machine is functioning properly. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a 10 patties package containing 9 patties.